Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with the monarc to treat stress urinary incontinence. It was alleged the plaintiff experienced significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, neuromas and emotional distress. The plaintiff has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.